Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were tiny air bubbles in her tubing. The patient's blood glucose was 499 mg/dl. The patient treated via manual insulin injection. During troubleshooting the customer also noted that the infusion set cannula was bent. The customer was advised on proper infusion set insertion and usage protocol. The customer was advised to change their infusion set. The insulin pump was not returned for analysis.